Manufacturer narrative:
Multiple abnormal aspiration alarms were noted in the analyzer alarm trace. The field service engineer (fse) replaced the electrodes and reagents, which resolved the issue. Afterwards, as a precaution, the fse replaced the sipper nozzle, syringe seals, and pinch valve. The fse evaluated the instrument and did not find a specific cause for the issue. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for sodium (na) electrode on a cobas c 303 analytical unit. The initial result was 152 mmol/l. The sample was repeated because the initial result did not match the patient's clinical picture. The repeated result was 152 mmol/l. The sample was repeated on another module, and the result was 135 mmol/l. This result was deemed correct and was reported outside of the laboratory. No questionable results were reported outside the laboratory.